Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, it was confirmed that the patient did not receive medical intervention for their teeth. Servicing and repairs of this system are handled by a third-party provider; although good faith efforts were made to retrieve additional information, no additional information about this complaint was shared with philips by the customer. Based on the available information, philips was unable to determine the root cause of the reported issue or verify the details of the alleged failure and cannot confirm that the system caused or contributed to the incident. Philips has proactively reported the event in accordance with regulatory requirements. The codes were updated based on the investigation outcome. Patient outcome code was corrected.

Event description:
It has been reported to philips that after a coronary angiography was completed, the flat detector moved downwards on its own and hit the patient's front teeth, resulting in loose teeth. No further information regarding injury has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. When the procedure was finished, the physician was dressing the wound of the patient when the detector suddenly moved without any command and hit the front tooth of the patient, causing a loose tooth. No medical intervention was needed. The customer confirmed that a third-party subcontractor provided service. Therefore, no additional investigation or corrective action was possible or has been provided by philips. There was no information regarding root cause and resolution. After service repair work provided by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.